Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the lcx during the index procedure. Patient was asymptomatic / free of symptoms at 30 day follow up. A pci revascularization was carried out approximately 2.5 months post index procedure. One other brand stent was implanted in the ramus branch and it is reported that the patient recovered with treatment. Patient's cardiac status was silent ischemia at 6 month follow up. It is reported that approximately 10 months post index procedure, the patient suffered a gastrointestinal (gi) bleed. It is reported that there was an endoscopy carried out. Investigator has indicated that event was not related to study stent. Patient was taking aspirin and clopidogrel 24 hours prior to the event. Patient was asymptomatic / free of symptoms at 1 year, 1.5 year and 2 year follow ups.

Event description:
Approximately 14 months post index procedure, the patient suffered a gi bleed. An endoscopy was carried out and patient received a transfusion and was treated with medication. Investigator assessed that there was no relationship between the event and the study device. Approximately 22 months post index procedure, the patient suffered another bleed. An endoscopy was carried out and the patient was treated with medication (site of bleed unknown). Investigator assessed that there was no relationship between the event and the study device. The patient is continuing with treatment.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (gi bleed).

Manufacturer narrative:
Results: inherent risk of procedure (haemorrhage).

Manufacturer narrative:
(B)(4).